Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23 infusion set, with a reported blood glucose meter value of 543 mg/dl after a meal announcement and a recent supply change, and the event was attributed to a likely suboptimal infusion site placement; the user received troubleshooting and education, including guidance to change the site, check ketones, and follow sick-day guidance. Symptoms included not feeling well. Outcomes included elevated blood glucose requiring user action and guidance. Investigation included technical support assessment and user-directed troubleshooting. Investigation of this case revealed that improper infusion site placement was suspected based on user report and response to guidance. It was concluded that the device function could not be confirmed as contributory and that user technique or infusion site issue was the likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.